Event description:
It was reported that the bd eclipse¿ needle was blocked during use. The following information was provided by the initial reporter: "no fluid would push through needle".

Manufacturer narrative:
Investigation summary: one sample was received by our quality team for evaluation. The sample was received with safety shield activated and without packaging. The safety shield was deactivated. The sample was subjected to visual inspection and observed that the cannula was bent. The sample was subjected to cannula angularity measurement and clogged needle inspection. The returned sample failed the cannula angularity measurement and clogged needle inspection. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There is a vision system at the assembly machine to detect the clogged needles and reject the part. If the cannula angularity is out of specification, the part will be identified as a clogged needle as the light will not be able to pass through the cannula. The team reviewed of the device history record which showed no abnormality during the production of the affected batches. There are also no similar complaints received for the affected batches. The vision system is challenged per shift during production. There is also an existing monthly preventive maintenance to challenge the reject with 5 racks with parts for the vision system and yearly preventive maintenance to replace the reject valve. There is an hourly in-process inspection and 3 hourly outgoing inspection to check for clogged needle. Per the verbatim, it was reported that the fluid would not push through the needle. Therefore, there is a likelihood that the cannula was bent during application resulting in the cannula angularity to be out of specification and clogged the cannula. This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle was blocked during use. The following information was provided by the initial reporter: "no fluid would push through needle".